Manufacturer narrative:
Field service specialist (fss) visited site to check out system. No problem found and could not confirm customer's complaint. Fss noted 12 procedures performed and there was no problem lifting any of the flaps. It was noticed that air conditioning was not working properly in laser suite and room temperature was 80 degrees during service call. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that surgeon could not lift flap on right eye. Per the surgeon everything was planned normally. The bilateral iflap procedure was completed normally but when attempted to lift surgeon was not able to lift the right flap. Surgeon did not attempt to lift the left eye. The procedure was aborted. He will consider photorefractive keratectomy at a later date. They reported that energy settings have been the same and that the laser was used earlier in the morning with no issues.